Event description:
St jude became aware through the physician that the pt expired, reason unk. Co subsequently requested and received a death certificate. The death certificate lists ventricular tachycardia as the immediate cause of death with end stage cardiomyopathy and cardiovascular disease as conditions leading to ventricular tachycardia. No details regarding cause of death were attainable from the pt's physician. Co is however, reporting the death because co has neither the device nor any associated data or electrograms which would enable co to conclude that the device did not contribute to the death.